Manufacturer narrative:
Expiration date: unk as lot # is unk. (B)(4). A portion of the initial separated catheter was returned on 12/29/2011. The remaining portion of the initial separated catheter attached to the repair catheter was returned on 01/03/2012. The products were returned in a used and contaminated condition. Design verification and validation activities have been performed. Per specification, 100% qc verification that all catheter lumens are open and not occluded. It is also 100% verified that catheter surface is free of damage and excessive imperfections and that each extension, main catheter shaft, and if specified, strain relief tubing are securely molded to manifold without voids or cracks. An IFU exists which includes catheter maintenance instructions and warnings related to impeded lumen flow and the usage of power injectors. The separation was confirmed just distal to the manifold. The root cause of the failure remains unk. Based on the type of usage, it is possible that the product was exposed to forces beyond its intended design. A preventive action has been issued in an effort to alleviate/reduce the occurrence of this failure mode. We will continue to monitor for similar complaints. The appropriate personnel have been notified. A CAPA is in process.

Event description:
A redo double lumen tpn catheter was placed in the pt on (B)(6) 2011. On (B)(6) 2011, a crack was found in the catheter and it became disconnected which resulted in the pt not getting infusions for a period of time. A PICC line was used and they were able to intermittently catch up on the bolus. The catheter was repaired and left in the pt. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.